Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infuses when programmed the required amount of fluid (medication, programmed amount and delivery rate unknown). The customer has stated that there was no patient injury. No further information was provided.